Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 207 mg/dl, "hi" (>500 mg/dl), 312 mg/dl, and 116 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer returned freestyle freedom blood glucose monitor and test strips with lot number 0733022. The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors or other issues were observed during control solution testing. The freestyle freedom blood glucose results as reported by the customer were identified in the meter's internal log, but not on the day the customer reported receiving them.